Manufacturer narrative:
Exemption number: e2014018. Please provide any patient information: age, gender, weight, outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io screw was broken. According to the customer:"according to the surgery, the posterior cervical bolt s4, had to be changed for the fourth time, and the fourth screw completely broke from lot 52297360, which lost the polyaxial at the time of blocking, where it presented a fine degree of release at the moment of the blockade." All medwatch submissions related to this patient are: 9610612-2019-00154.